Event description:
It was reported that error code 41786 was observed upon startup, and a software upgrade was needed. Per reporter, this is a brand-new pump. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 24-sep-2024. Investigation summary: the affected device was returned for evaluation. Performed visual inspection and functional testing per pvt (product verification testing). Confirmed customer complaint of error code 41786. Observed in event log history previous alarms of error code 41786. Able to replicate error code. Probable cause is unknown. Cleared error code from device per troubleshooting procedure. Updated software. Confirmed repair with visual inspection and functional testing per pvt. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.